Event description:
The customer reported that other bed pop ups not working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that other bed pop ups are not working. The device was in use on a patient. There was no report of patient or user harm.